Manufacturer narrative:
The investigation report stated that the blade is not cleaned at dorc, however it might be possible that this sample has skipped our attention during our quality inspection. If this complaint occurred during surgery it is possible that the contaminated part would lead to foreign body reaction thus end up with adverse effect. In retrospective review, this incident has been concluded as reportable. This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) 2017. All available information has been disclosed. This complaint has now been closed. Additional information on the investigation revealed this may be the vapor of the glue but cannot say for certain.

Event description:
The complainant informed dutch that the cannula had what looked to be a white residue on the blade. No injury to the patient occured. A picture was taken and will be sent by email.